Event description:
During the index procedure, one endeavor rx drug-eluting stent was implanted in the proximal lcx to treat the target lesion and one further stent was implanted, abutting to the previously implanted stent, to treat a complication/dissection/bailout. The pt was asymptomatic at 30 day follow-up. Investigator has reported that it is not assessable whether the event was related to study stent.

Event description:
CABG revascularization of the om and lad (ntv) was carried out approximately 43 months post index procedure.

Manufacturer narrative:
Other, secondary intervention.- results: (dissection).